Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displays a "replace battery" message that does not follow the battery. There was no reported patient involvement.

Manufacturer narrative:
.